Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of grip tip carbide insert damage to be related to the customer reported complaint. The instrument was found to have the carbide insert detached from one the grips. Approximately .025" x .283" was broken off and was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not working. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument malfunctioned. The procedure was completed robotically. Patient information is not allowed to share.